Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device changing procedure, lead to lead abrasion was observed on the atrial lead. The lead was repaired. The patient was stable.